Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not properly loading into the jaws of the applier and "jamming or falling out." 3 clips were applied to the cystic duct and a 4th was applied to the common bile duct which either caused an injury or completely fell off. The patient went to the ER the next day, however left before an ercp was done. A week later the physician discovered the bile duct injury. A biliary tube was placed and the patient has to come back in for a jejunostomy. It is important to note that their was an injury reported, however based on conversations with the surgeon description was unclear as to exactly what happened therefore further investigation is necessary.

Manufacturer narrative:
(B)(4). Outcome changed to serious injury. Correction: typo in the last sentence, it should read: it is important to note that there was an injury reported. Additional information received: it was also noted by the scrub tech that supported the case that instead of opening another aeo5ml an automatic metal ethicon clip applier was used. A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time it is not possible to determine the source of the defect reported. Other remarks: the customer complaint cannot be confirmed because the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.